Event description:
It was reported that alerts were received indicating ventricular defibrillation impedance was out of range and shocks were delivered. The clinic was notified of the alerts. Police were called and found the patient deceased at home. Review of stored data revealed the device delivered multiple shocks at the time of death but the ventricular arrhythmia was not terminated. The patient presumably died at or about the time of the delivered shock. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.